Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 01/08/2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting and could have an impact on insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: a review of the black box showed delivered boluses that matched the correct total daily dose bolus history. The black box showed unexplained loss of prime alarms followed by a power on reset. The pump powered on to the verify screen with no errors. The rewind load, and prime steps were performed successfully. The pump was exercised for 24 hours and the basal history and total daily dose showed the correct dosage. No error occurred during testing. The complaint of a bolus total calculating a greater than five percent discrepancy was unable to be duplicated during the investigation. (B)(4).